Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported having experienced "a lump or thickening in or near the breast or in the underarm area," and "experienced hard knots or lumps surrounding the implant or in the armpit more than 2 months after mammogram." Healthcare professional later reported exchange with no complaint against the device. This record relates to the right side. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Information contained in this report was previously submitted through asr on 20jan2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule.

Event description:
Patient reported having experienced "a lump or thickening in or near the breast or in the underarm area," and "experienced hard knots or lumps surrounding the implant or in the armpit more than 2 months after mammogram." Healthcare professional later reported exchange with no complaint against the device. This record relates to the right side. Device has been explanted.